Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (mlad) artery with mild calcification and mild tortuosity. After pre-dilatation, the 2.25x23mm xience skypoint stent delivery system (sds) was attempted to be advanced to the the target lesion; however, failed to cross due to the anatomy. Therefore, the sds was removed from the anatomy and resistance was also noted due to the anatomy. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.